Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on samsung galaxy s23 (android 14) with mmt-1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the diagnostic logs, we do not see any pairing attempts. The only message observed is 'cannot handle consent status,' which might indicate that the customer did not accept the required consent on their end before initiating the pairing process. Additionally, the pump pair wizard startup step has not been completed by the user. This issue has occurred multiple times for the same user. Issue status: confirmed to assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app additional steps were recommended: remove all other pairings on the phone with other bluetooth devices. Stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. If all other steps have not worked, we kindly ask that you try using a different phone, only if one is availableâ¿either android or ios, with a preference for ios if possible until we find a solution. We apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as we work to resolve this issue. Make sure to use the stable internet connection before using mmm app accepts all the consents while going through pairing process when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on samsung galaxy s23 (android 14) with mmt-1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the diagnostic logs, we do not see any pairing attempts. The only message observed is 'cannot handle consent status,' which might indicate that the customer did not accept the required consent on their end before initiating the pairing process. Additionally, the pump pair wizard startup step has not been completed by the user. This issue has occurred multiple times for the same user. Issue status: confirmed. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: we¿ve already gone through all standard troubleshooting steps of disabling cross device services along with doing the 6 steps recommendations (see below), but the patients are still experiencing pairing issues. We believe updating the pump firmware to 6.23 could help resolve these problems. Since patients continue to have issues with pairing & connectivity, could we ask them to use an alternate phone temporarily to perform the fota update, then switch back to their personal phone afterward? We¿ll also need to ensure the corresponding IFU is shipped to the customer. Disable cross-device service in the phone on your android device, open settings. Google, devices & sharing, cross-device services. Or search ¿cross-device from settings. Make sure use cross-device services is off or disabled. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. Please make sure to try the above steps first and only if those do not resolve the issue, have the patient perform the below: remove the mobile device from the pump. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select "forget" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.